Manufacturer narrative:
Philips service replaced silicone disks and transformer side tips, performed mechanical repair, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that screen blinking occurred during x-ray acquisition, causing intermittent failures on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.